Event description:
While attempting to monitor a patient, during transport, the device shut down intermittently. Clinician used the device to continue treating the patient. There was no adverse effect to the patient due to the reported malfunction.